Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the react-68 catheter (model: react-68, lot: b033284) found the total and usable lengths were measured within specification. Upon visual inspection, no damages or irregularities were found with the react hub. No bends or kinks were found with the react catheter body. The react catheter distal tip/marker band was found to be crushed and partially separated from the catheter exposing the inner wire. The react catheter was flushed, water exited from the distal end. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report was confirmed as the returned react catheter distal marker was found partially separated from the catheter. However, the cause for the damage could not be determined. H6: method code updated to b01. Result code updated to c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the react catheter was broken during the pulling back after aspiration of the thrombus. The catheter was removed and replaced, and the surgery continued. The patient had no adverse reactions. Additional information received reported that the device was prepared per the instructions for use (IFU). There was resistance in the catheter prior to the tip breaking. It was clarified that the tip separated completely. The patient was being treated for m1 occlusion. Vessel tortuosity was normal. The patient's baseline nihss was 10 and baseline tici was 0; post-operative nihss was 3 and tici was 2.